Manufacturer narrative:
(B)(4). Mfg. Site name- (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 16, 2017 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100watt laser. According to the complainant, during the procedure, the aiming beam was not visible. The aiming beam was turned up to the maximum on the laser console and it was found that the aiming beam was seen shining 5mm from the side of the fiber. The procedure was completed with the same flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber and the fiber face within the sma connector. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100watt laser. According to the complainant, during the procedure, the aiming beam was not visible. The aiming beam was turned up to the maximum on the laser console and it was found that the aiming beam was seen shining 5mm from the side of the fiber. The procedure was completed with the same flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.